Event description:
After applying bell and clamp and completely tightening screw, the clamp loosened and would not tighten again, although the screw was down to the bottom of clamp. Dates of use: (B)(4) 2011.